Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "patient-specific implants for pelvic tumor resections" written kevin doring, kevin staats, stephan puchner, and reinhard windhager published by journal of personalized medicine on july 19, 2021, was reviewed. This study was conducted as a retrospective analysis of the vienna bone and soft tissue tumor registry at the orthopedic department of the medical university of vienna analyzing patients who were treated for malign pelvic bone tumors using custom made prostheses between 1990 and 2000. 20 patients with histologically verified periacetabular malignancy and a median follow up time of 5 years were included. Depuy synthes implants were noted to have been used in 2 patients. One patient was note have a 3d ¿ printed custom-made prosthesis with a competitor cup. An actis stem and femoral head were placed in (B)(6) 2020. One year after surgery, the (B)(6)-year-old patient can walk for an hour with crutches, while smaller distances can be completed without walking aid. This isn¿t be captured as an adverse event as the patient suffered from chondrosarcoma and received a type ii and iii wide resection prior to the placement of the devices. The second patient suffered from an osteosarcoma and received a type I and ii wide resection and implantation of a 3d-printed customer made competitor prosthesis and competitor cup. An actis femoral stem and head were placed as well. Wound dehiscence lead to surgical debridement four months after placement. Two years after surgery, the (B)(6)year-old patient was pain free and has moderate limb walk with no walking aid required.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. The x-ray images within the journal article have been reviewed. No evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.